Event description:
Reported by the healthcare professional as a "port leak".

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 05/feb/09. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."